Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in low-voltage shock impedance (still within normal limits). There are no noise/artifact episodes on the latitude remote patient monitoring system, and other lead parameters seem to be stable. The last 28-day average shock impedance has been between 88 and 103 ohms. It was recommended by technical services (ts) that the most recent 28-day shock impedance is checked during the patient's next follow-up. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined the observed gradual rise in low-voltage shock impedance measurements (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.